Manufacturer narrative:
Event conclusion: the ipg was returned to cpi for analysis. Initial testing of the device found that it has telemetry, but no pacing output. The case was removed and internal visual inspection noted no irregularities. A destructive analysis was then performed to determine the root cause of the no output condition. This includes very specific tests of the output circuitry. The cause of the no output was isolated to the hybrid, which had a higher than normal operating current, thus depleting the battery to a level which could not support pacing. The specific reason for the high operating current could not be determined as the current reverted to within specification following capacitor testing.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was found 'mute, without spikes'. This was interpreted as no output. The physician elected to explant the ipg.